Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure with no complications. The pt was seen for a follow-up and a pseudoaneurysm was discovered. Compression was not successful, and the pt needed surgical repair.